Manufacturer narrative:
The field service rep (fsr) pulled the unit from service until he returned to repair the unit the next day. The fsr moved central control monitor (ccm) to the left network interface card (nic) board and the system booted normally. The fsr connected the original ccm to right nic board and system boots normally with no errors. After discussing the issue with the technical support, it was determined that this was a communication error. The fsr installed a new nic board and can cable on right side of board. The fsr completed preventative maintenance and the unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) and after the repair of the device, he powered on the system and immediately got "computer needs service" error message" when attempting to enter service screen. The fsr attempted three boots with same result. Since the event occurred during preventative maintenance, there was no pt involvement.